Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The patient reported they got an infection after their pump was implanted in (B)(6) 2008. The pump was used to deliver morphine (unknown concentration and dose) to treat non-malignant pain and failed back surgery syndrome. After the implant, the patient got headaches and a low fever so they went to the emergency room. The pump was turned off and the patient was given oral pain medication. The patient was diagnosed with "a bad staph infection" and meningitis that almost landed the patient in the intensive care unit (ICU). The pump was removed. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient had a cerebrospinal fluid (csf) leak from the first lumbar incision, a dysfunctional pump, and a displacement/rejection of the intrathecal catheter intrathecally as it was laying subcutaneously. The patient was given antibiotics, the pump and catheter were removed on (B)(6) 2008, and possibly would return in 3 months to implant a new pump. During the removal procedure there was a large collection of serous fluid (csf fluid like.) The csf was sent to be cultured. It was noted that the patient did not return to see the hcp. If additional information is received this report will be updated.